Event description:
It was reported that the patient was not able to adjust stimulation. The display was showing ¿call your doctor¿ icon and there was a power on reset (por) condition. The patient reported a warning por. The por message came up after the patient received a new implantable neurostimulator recharger (insr) earlier that year. They were trying to reset the patient programmer and it was still showing por. The patient was scheduled to see the healthcare provider (hcp) on (B)(6). Information regarding the cause of the por and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(6)implanted: (B)(4) 2007, product type: lead. (B)(4).